Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that great resistance was felt when retracting the guide wire. It was unable to be removed. The customer suspected that the proximal end of the guide wire was not smooth or flat. No other information was provided.